Manufacturer narrative:
This cypher sirolimus-eluting coronary stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from a foreign country indicated that a balloon of a cypher stent delivery system (sds) ruptured and dissection occurred during a percutaneous coronary intervention. The target lesion was the proximal left anterior descending coronary artery (lad) described de novo without tortuousity but with moderately calcification and 90% stenosis. A 7f bl3.0sh terumo guiding catheter was engaged to the target vessel and 2-wire technique was conducted by inserting a runthrough ns guide wire into the distal of lad and a get'z: route wire were inserted the 1st diagonal. A 3.5 x 13mm cypher was delivered to the target lesion for direct stenting without any friction. After positioning the cypher, as the pressure was slowly being increased on the sds, the blood was flowing back prior to the nominal pressure. A balloon rupture was also observed on coronary angiogram. After removing the sds, the physician noticed the balloon rupture had caused a dissection at the distal end of the cypher implanted. The dissection was treated by implantation of a 2.5 x 18mm cypher at the distal end of the implanted cypher overlapping it. Post-dilation was conducted with a 3.5 x 10mm sprinter balloon the proximal end of the cypher implanted at proximal lad. The physician confirmed both stents were fully dilated by intravascular ultrasound.